Manufacturer narrative:
Based on the information gathered so far, including the problem description and the inspection performed by the healthcare facility, no fault has been identified with the ventilator. The device has been returned to service. No device logs were available from the hospital to support further analysis. During the investigation, the healthcare facility connected the ventilator to nearby gas outlets. When tested under the same conditions, another ventilator provided the correct o2 concentration, indicating that the gas supply system was functioning properly. In conclusion, as no fault was found with the ventilator and the gas supply was verified to be functioning correctly, the root cause of the reported low o2 concentration could not be confirmed.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during ventilation in high flow mode, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured prior to the implementation of UDI in manufacturing on 10/22/2015.